Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with (B)(4), which focused on identifying and remediating incomplete coding of events. Added device code a160102. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that there were difficulties interrogating this implantable cardioverter defibrillator (ICD). Several programmers were used. A magnet was placed on the ICD. There were no beeping tones, indicating that the battery has depleted. The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that there was a concern of premature battery depletion (pbd). The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that there were difficulties interrogating this implantable cardioverter defibrillator (ICD). Several programmers were used. A magnet was placed on the ICD. There were no beeping tones, indicating that the battery has depleted. The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that there was a concern of premature battery depletion (pbd). The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that there were difficulties interrogating this implantable cardioverter defibrillator (ICD). Several programmers were used. A magnet was placed on the ICD. There were no beeping tones, indicating that the battery has depleted. The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that there was a concern of premature battery depletion (pbd). The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there were difficulties interrogating this implantable cardioverter defibrillator (ICD). Several programmers were used. A magnet was placed on the ICD. There were no beeping tones, indicating that the battery has depleted. The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that there was a concern of premature battery depletion (pbd). The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a160102. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.